Event description:
Dealer advised enduser stated was going across the street and chair shut down in the middle of the street. Dealer advised enduser called someone and they pushed chair out of street. Dealer states the joystick showed joystick error and then shut off.